Event description:
The end user facility contacted olympus to report a repair request for no image and a b30, ¿scope communication error¿ error message showing on their evis lucera elite bronchovideoscope. No patient or user harm has been reported.

Manufacturer narrative:
The device has been returned to an olympus repair center for evaluation, and the customer's reported problem has been confirmed; the scope connector was found to be corroded from water invasion. Additionally, the device evaluation found damage on the distal end, a-rubber adhesive, angle wire, and connecting tube of the insertion section. Damage was also found on the control unit, switch box, grip, angulation lever, and the up/down plate of the control section. The universal cord was also found to be damaged and dented. Additional information has been requested regarding this event, and this investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the defect of the image sensor unit, or the failure of the internal circuit board of video connector or the system. Olympus will continue to monitor field performance for this device.